Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of investigation. There is no report of serious injury or death associated with this event.

Event description:
Radical prostatectomized vinci - obviously the anesthesia (relaxation) was to low that the muscle contraction of the patient was higher, this let to the fact that the intra abdominal pressure increase enormous. As the consequence the shaft of the als tore and the cap of the system popped off with an extreme loud sound. Patient is fine. The trocars had to be replaced with a minimal elongation of the procedure time. Additional information received from (B)(4) march 16 2017: after the cap blew off, there was rapid loss of pneumoperitoneum. The incident occurred during the procedure, so instruments were being passed through when this happened. There were davinci instruments in use. When the cap popped off, they immediately removed the arms of the davinci additional information received from (B)(4) on 24 march 2017: there was a trocar inserted through the cap, the 12 mm kii fios z-thread that is included with the alexis lap. Patient status - "did a patient injury or illness occur associated with the complaint event? No."

Manufacturer narrative:
The event unit was returned for evaluation. Upon evaluation, engineering confirmed the alexis® unit had a large horizontal tear in the sheath and one small vertical tear along the horizontal tear line. The laparoscopic cap was not returned. Engineering attempted to replicate the sequence of events described by the complainant; however, they were unsuccessful. It is likely that the tear was caused by the instrumentation used by the surgeon. The small vertical tear is most likely the origin of the large horizontal tear found in the film. The complainant stated that the intra-abdominal pressure was high during the surgery and it is likely that this may have led to the loud sound when the sheath tore. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Additional information received from applied medical team member on april 10, 2017: the cap was still attached to the wound retractor when the pop occurred. The tear was noticed after the cap popped off. There was no damage to the cap. There is no footage of this laparoscopic case. Additional information received from rsm on 25 april 2017: it is unknown at which pressure the abdomen was being insufflated.